Event description:
It was reported that the patient was anticipating a surgical revision due to pump movement in pocket and a catheter issue. The patient reported falling back in (B)(6) 2012, which knocked the pump loose in the pocket. The pump was "moving around all over in there" to the point that the patient can "hold like a frisbee", and the sutures came loose. The patient also had a catheter kink which was reportedly fixed back in june however it "did not help". The healthcare provider had determined that the patient had a change in therapy effect. An xray was also done to determine that there were "issues with both components". The plan was to fix both pump and catheter surgically at some point. The date of revision was not reported. The medication in the pump was bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient also had a new pain clinic and had been evaluated by a health care provider (hcp) for a refill and they had a difficult time because it "was not working right." The patient further noted that after the hcp got in there and not the first time in the port, and when the patient got home the next morning, the pump was floating around in their side and had turned sideways. The patient noted they could push it back in and then put on a belt they were given by their clinic. The hcp increased the medicine amount and was going to put in another medicine; however, the patient visited the neurosurgeon who told the patient the pump had come "totally loose." The patient also indicated that both the pump and catheter had moved. Per the patient, when the hcp tried to access the port, the hcp noted the pump was deeper and harder to get in than most, and the patient noted it "really hurt." The neurosurgeon felt that the sutures broke and the patient noted that from her fall that it "basically broke the thing and so it hasn't worked right."

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).